Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was in the 400's (mg/dl). The supplies were changed to address the event and insulin delivery was resumed.